Event description:
It was reported that the pumps alarmed 'no disposable- pump won't run' with new cassette as soon as pumps were powered on with new cassette attached. No further details provided. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and no root cause could be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.